Event description:
Patient was admitted on (B)(6) for elective cardiac catheterization for progressive angina. Cath report: right coronary artery occluded at origin; left main had a calcified 70% eccentric stenosis in the distal section; left anterior descending artery was small with diffuse plaquing. There was an 80% lesion near the apex but the vessel was only 1.5 mm in diameter after the lesion; the diagonal branch was totally occluded; circumflex coronary artery had an occluded 1st and 2nd obtuse marginal branch; vein graft to the rca was patent with good flow; vein graft to the diagonal branch was patent with good flow. Left ventricular ejection fraction 40%. It was thought that the only anatomy amenable to catheter intervention was the protected left main. The blockage was ballooned and a 2.5 x 12 mm taxus stent was deployed to the distal left main at 16 atmospheres with 0% residual stenosis. The patient was discharged post cath without incident. On (B)(6), the patient was transferred from (B)(6) hospital with an ami s/p stent placement where he received tnkase thrombolytic treatment.